Manufacturer narrative:
Event: the patient's chronic driveline infection is previously reported within MFR report numbers 2916596-2017-03154 & 2916596-2019-01802. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient has a chronic driveline infection. There is suspicion of an active infection in the aortic limb of the lvad. It was reported that the patient had a spike in temperature and no other symptoms were noted. It was reported that a peripherally inserted central catheter (PICC) line was placed for long term antibiotic treatment until the patient undergoes heart transplant. No further information was reported.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 8 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for a planned biopsy for elevated prostate-specific antigen (psa) and also for a planned inguinal hernia repair. On (B)(6) 2019, it was reported that the patient spiked a temperature of 101.5f. The surgery was cancelled and infectious disease was consulted. The patient has a history of chronic driveline infection that was being treated with long term antibiotics. Blood cultures were obtained that were positive for streptococcus. Antibiotics were then changed per infectious disease. Additional information was requested but not provided.